Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500 (x4) batch no: unknown. Complaint 3 of 3. Part number 2420-0500. I do not have the original packaging so I cannot reference the lot number. This occurred on (B)(6)2020. Tubing pulled apart near port access site closest to the patient.

Manufacturer narrative:
H.6. Investigation: one sample of model 2420-0500 infusion set was received for quality investigation.the customers complaint that that tubing pulled apart near port access site can be verified by visual investigation. Only the lower portion of the infusion set, the y-site and all the distal components to the y-site, was submitted by the customer for investigation. Microscopic investigation of the inlet port of the y-site (p/n 12274436) shows a lack of solvent residue in the y-site inlet port. The lack of solvent residue indicates that the separation of the tubing (p/n tc10012940) to the inlet port of the y-site was the result of this issue. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause of the issue is an assembly issue where the solvent was not applied correctly during assembly of the infusion set. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample of model 2420-0500 infusion set was received for quality investigation. The customers complaint that tubing pulled apart near port access site can be verified by visual investigation. Only the lower portion of the infusion set, the y-site and all the distal components to the y-site, was submitted by the customer for investigation. Microscopic investigation of the inlet port of the y-site (p/n 12274436) shows a lack of solvent residue in the y-site inlet port. The lack of solvent residue indicates that the separation of the tubing (p/n tc10012940) to the inlet port of the y-site was the result of this issue. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause of the issue is an assembly issue where the solvent was not applied correctly during assembly of the infusion set. His incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample of model 2420-0500 infusion set was received for quality investigation. The customers complaint that tubing pulled apart near port access site can be verified by visual investigation. Only the lower portion of the infusion set, the y-site and all the distal components to the y-site, was submitted by the customer for investigation. Microscopic investigation of the inlet port of the y-site (p/n 12274436) shows a lack of solvent residue in the y-site inlet port. The lack of solvent residue indicates that the separation of the tubing (p/n tc10012940) to the inlet port of the y-site was the result of this issue. The root cause of the issue is an assembly issue where the solvent was not applied correctly during assembly of the infusion set.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500 (x4), batch no: unknown. Complaint 3 of 3: part number 2420-0500. I do not have the original packaging so I cannot reference the lot number. This occurred on (B)(6) 2020. Tubing pulled apart near port access site closest to the patient.